Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a 385cc mentor memorygel breast implant experienced right sided capsular contracture (baker grade unknown) post procedure. The capsular contracture was diagnosed during a visit to the physician¿s office. As a result, capsulectomy and possible explant is planned for (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2022. The device was not replaced with explant. Manufacturer¿s reference number: (B)(4).